Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency plus vascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Misfire and partial deployment was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl08120 vascular stent graft allegedly experienced misfire and positioning problem. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.